Event description:
Device malfunction: none; symptoms/ae: seizure, cva, hypotension, hyperfusion and intracranial bleed; time of symptoms/ae: after the procedure. It was reported that after a stenting of the lic procedure, the patient was alert, oriented, mae ( moves all extremities), some weakness and was talking with family members in the recovery area when a sudden onset of a seizure occurred. There was a change in the level of consciousness. A CT scan of the head stated, "resolving hemorrhage in the left posterior parietal infarct". This condition resulted in a prolonged hospitalization and intervention to prevent permanent impairment/damage. Additional information received, revealed the patient experienced a reperfusion injury resulting in an intracranial bleed, resulting in a hemorrhagic cerebrovascular accident and caused seizure activity. This condition continued for 6 days. The patient was treated with benzodiazepines, dilantin, and ativan for breakthrough episodes. It was also noted that the patient experienced hypotension during the procedure. This condition resolved on the same day, after the patient received treatment with fluid boluses, a neosynephrine drip and a trendelenburg position . The physician was unable to rule out the possibility of a hypoxic injury as a result of hyperperfusion event. The patient was admitted to the rehab unit for stroke rehabilation. No additional information is available.